Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch catheter, and an electrode temperature error was observed. Connections were checked and replaced but the problem was not resolved. When the catheter was replaced, the problem was not solved. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, force test and a scanning electrode microscope (sem) of the returned device were performed. Visual analysis revealed a separation between pebax's and the second electrode. In addition, a foreign material like a greenish-white and grainy texture, presumably corrosion, was observed in the second electrode. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, force test and a scanning electrode microscope (sem) of the returned device were performed. Visual analysis revealed a separation between pebax's and the second electrode. In addition, a foreign material like a greenish-white and grainy texture, presumably corrosion, was observed in the second electrode. Then, the device was connected to the generator, and an ablation cycle was performed, and the device was found working correctly. No temperature or impedance issue was identified during the test. Due to the foreign material identified on the electrode, a sem test was performed and per the composition observed in the sample, the foreign material observed could be related to copper oxidation. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The pebax damage and corrosion identified during the analysis could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to manufacturing process. The potential cause of the foreign material cannot be established. The instructions for use (IFU) contain the following information: if the radiofrequency (rf) generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. Concerning the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).